Event description:
Info received indicated the brake engaged, but the casters would slide.

Manufacturer narrative:
The hex rods and casters were worn due to age. The hex rod and foot casters were replaced and the brake/steer casters were adjusted, which resolved the issue.